Event description:
In 2004, the target lesions being treated were instent restenosis at the bifurcation of the ostial ramus and ostial cx. Due to a failed brachytherapy attempt, the phsyician placed a taxus express2 8.8% 3.0x12mm drug eluting stent in the ostial ramus and a taxus express2 8.8% 2.50x12mm in the ostial cx using a kissing balloon technique. There were no pt complications reported. In 2005 the research facility became aware that the pt underwent CABG six months following stent placement to treat instent restenosis of the taxus express 3.0x12 in the prox lad at another institution.